Event description:
The customer reported the 840 ventilator had a blank screen. Covidien inspected the device and replaced the graphical user interface (gui) and blacklight inverter pcbs. The ventilator passed all testing.